Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 2.50x38 mm xience xpedition stent was implanted and an edge dissection was noted. Another xience xpedidion stent was used to cover the dissection. There were no adverse patient sequela. No additional information was provided.